Event description:
It was reported to boston scientific corporation that aflexima nasobiliary catheter was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During the preparation, when the device was checked, it was found that the tip of the catheter was broken and the guidewire could not be advanced. The physician attempted to straighten the catheter but it was about to fracture. Another flexima nasobiliary catheter was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code a0501captures the reportable event of pigtail break. Block h6: the returned flexima nasobiliary catheter was analyzed, and a visual evaluation noted that there were no issues found on the device. The device was returned free of obvious kinks/bends. No other problem with the device were noted. The reported event was not confirmed. According to the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was determined that the device was free of obvious kinks/bends and during functional inspection it worked as intended, the unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, no problem detected is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During the preparation, when the device was checked, it was found that the tip of the catheter was broken and the guidewire could not be advanced. The physician attempted to straighten the catheter but it was about to fracture. Another flexima nasobiliary catheter was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.